Event description:
It is reported that when the surgeon impacted the liners the locking teeth around the rim broke off.

Manufacturer narrative:
This report will be amended when our investigation is complete.